Manufacturer narrative:
Result - broken footboard lid.

Event description:
It was reported by service report that the footboard lid was broken and there were sharp edges. No pt involvement or adverse consequences are reported.